Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and right atrial (ra) lead, displayed an alert for the right ventricular automatic threshold (rvat) test in programmed amplitude or suspended mode. Technical services (ts) was consulted and discussed this was due to noise. During data review, ts also noted a gradual decrease in rv pacing impedance measurements. Additionally, atrial under sensing was observed due to the automatic gain control sensitivity settings. Ts recommended further evaluation in the clinic. This system remains in service. No adverse patient effects were reported.